Event description:
It was reported that the patient presented with high pacing thresholds on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was stable.